Event description:
It was reported that a patient enrolled in the (B)(4) study noted that twice during the MRI scan, there was noticeable warmth over the site of the implantable cardioverter defibrillator (ICD) lasting 5-10 seconds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076, lead, implant: (B)(6) 2014. (B)(4).